Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reported a telemetry out of range message when attempting to interogate device. Two different programmers were used with same result. The device was programmed to 0% atrial storage per the original field communication. No adverse patient symptoms were reported.